Event description:
Reportedly, the plastic on the jaw of the ligasure precise instrument started to melt off during activation; roughly 45 minutes into a thyroidectomy. The equipment had worked without incident up until this time during numerous activations.